Manufacturer narrative:
H10 h3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus functional testing could not be performed. A visual inspection of the customer provided picture shows a f4 fault on the screen of a quantum unit. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures. The complaint was confirmed and the root cause is associated with component failure. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include a power surge in the controller or failure of an internal component. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Manufacturer narrative:
H3, h6: the unit used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Visual evaluation of the q2 controller shows that the warranty seal is untouched and in its original condition. No visible manufacturing abnormalities were found. After power-on, the device generates an alarm sound and no red attention led. It is an alarm sound which is identical with an hardware failure f4 sound without showing the red; the display stays completely off; the failure could not be reset; the complaint was verified and the root cause could be determined due to an electrical component failure; factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include a power surge in the controller or failure of an internal component. A corrective action has been initiated to mitigate future recurrence of similar events. There are no indications to suggest the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a shoulder rotator cuff procedure, the system was working but no plasma was generated from the wand. Another wand was connected and after some time it showed a f4 hardware failure message. No significant delay was reported and an equivalent surgical technique was used to complete the procedure. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.